Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the handle was broken. It was confirmed by photographic evidence the handle on the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the handle was broken. It was confirmed by photographic evidence the handle on the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to broken headlight handle, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event¿s occurrence. The review of received customer product complaints related to the investigated issues revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for handle breakage is low. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site. As factory investigation review stated, the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).